Event description:
Customer reported "nothing on monitors". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reseated the cable on the sbc. System operates as intended. This MDR is related to ge healthcare complaint.